Event description:
Bloods were reading high [blood glucose increased]. Breath started smelling funny [breath odour]. The pen wasn't pushing all the insulin out as there was a problem with the plunger [incorrect dose administered by device]. Found a gap between the plunger and the insulin cartridge [device malfunction]. Black plastic part of the pen had snapped. [Device breakage]. Case description: this serious spontaneous case from the united kingdom was reported by a consumer as "bloods were reading high (blood glucose increased)" beginning on (B)(6) 2022, "breath started smelling funny (breath odour)" beginning on (B)(6) 2022, "the pen wasn't pushing all the insulin out as there was a problem with the plunger(incorrect dose administered by device)" with an unspecified onset date, "found a gap between the plunger and the insulin cartridge(device component malfunction)" with an unspecified onset date, "black plastic part of the pen had snapped (device breakage)" with an unspecified onset date, and concerned a female patient who was treated with novopen echo (insulin delivery device) from unknown start date for "device therapy". Current condition: type 1 diabetes mellitus. (Duration not reported). On (B)(6) 2022, patient's bloods were reading high on wednesday and thursday and they noticed their breath started smelling funny and rang 111 who advised them to go to accident and emergency. The patient reported that they have just got out of hospital after being in a&e (accident and emergency) due to a faulty novopen echo. The pen wasn't pushing all the insulin out as there was a problem with the plunger. They found a gap between the plunger and the insulin cartridge, and also reported the black plastic part of the pen had snapped. Batch number of the suspect product novopen echo requested. Action taken to novopen echo was not reported. The outcome for the event "bloods were reading high(blood glucose increased)" was recovered. The outcome for the event "breath started smelling funny(breath odour)" was unknown. The outcome for the event "the pen wasn't pushing all the insulin out as there was a problem with the plunger(incorrect dose administered by device)" was unknown. The outcome for the event "found a gap between the plunger and the insulin cartridge(device component malfunction)" was unknown. The outcome for the event "black plastic part of the pen had snapped.(device breakage)" was unknown.

Event description:
Case description: investigation results: name: novopen echo® batch number: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission following has been updated: investigation result updated. Imdrf codes updated. Narrative updated accordingly. H3 continued: evaluation summary: novopen echo® - batch unknown. No investigation was possible, because neither sample nor batch number was available. If possible, please forward the reported product(s) for further investigations.